Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter without a hub. 99.3cm of the hypotube and shaft were returned. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hub and hypotube were separated 99.3cm from the distal tip and the hub portion was not returned. The fracture surface was oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that shaft kinked occurred. The target lesion was located in a coronary artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that during advancing of the device to the patient, the shaft broke and was removed directly. The hub portion was broken during the operation and it was discarded.